Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
This is the first complaint for the lot# 8025722 for the same defect or symptom. No related defects or qns were recorded in the DHR. No samples or photos received for this complaint. Defect could not be confirmed. Investigation conclusion: root cause could not be determined. No sample was available for analysis. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip there was an issue with leakage. There was no report of injury or further medical intervention.